Event description:
The vessel sealer contains a blade that is enclosed by two metal grasping jaws. The blade is not to be exposed when the sealer is not in use. In this case, the vessel sealer blade was exposed and locked down on tissue. No harm reached the pt. MFR: please note that we do not send products to the MFR.